Event description:
The doctor had correctly placed a niagara slimcath catheter, but while removing it the guide wire broke. The entire wire was intact. There was no harm to the patient. This occurred outside of patient and there was no delay in the procedure. The catheter was still good to use and did not need to be removed.